Event description:
It was reported that, during an ukr surgery, the bur did not retract back into hand piece. The handpiece was swapped out and the surgery was resumed without any delay. The patient was not harmed. The results of investigation have pointed out that the drill guide support was broken, which makes it a reportable event.

Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation. The probable cause of the issue was a mechanical component failure. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found reports. Functional inspection was performed by inserting the long attachment backwards into the handpiece and could not be inserted, indicative of a bent drill guide support. This is reasonable because the drill guide support on the handpiece is aluminum. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.